Manufacturer narrative:
Exemption number e2015055. The device was received for evaluation. The reported event was not confirmed; the device operated within specifications. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event of a handpiece leaking. There was no patient involvement; no patient impact.